Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned with a bl5223v pack label from lot v5914. The expiration date on the label is 2017-05. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter had good aspiration and performed as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Surgeon said, the vitrectomy cutter wouldn't work properly. Patient contact but no patient injury.